Manufacturer narrative:
(B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was duplicated and confirmed. It was also noted that the device failed cutter lock/motor rub, safety, oil leak and rotations per minute assessment. The assignable root cause was determined to be due to component damage from normal use and servicing over time. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was observed that the compact air drive device had a blocked reverse locking mechanism, defective reverse trigger, and a bearing that swore consistently. It was further determined that the device failed pretest assessments for 'check triggers for fwd I rev mode', 'check for untrue running', and 'check for excessive noise'. It was noted on the service order that the device had a weak power and the reverse function was not working. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.